Event description:
It was reported that the patient missed a clinic visit due to not feeling well. The patient was found down at home on (B)(6) 2025 and upon arrival to the emergency room by emergency medical services the patient was found to be in ventricular tachycardia and ventricular fibrillation. The patient also had low flows on their left ventricular assist device (lvad), showed hypotension with mean arterial pressures in the 40s, lactic acidosis, lactic acid 13, and ph of 7.17. The patient was shocked by their implantable cardioverter defibrillator three times. The patient was then intubated, and amiodarone, sodium bicarbonate, and lidocaine were given. An echocardiogram was performed and revealed a small to non-existent left ventricular cavity. Lvad speed was decreased to 5300rpm from original 5800 rpm. The patient also received 3-4l of IV fluid. Their cavity size and flows increased. The patient's pupils deviated to the right side, and they became unresponsive to tactile or pain stimuli. It was noted that there was no meaningful recovery neurologically. The patient had left heart catheterization with no intervention on (B)(6) 2025. They were found to have flu a and also was started on continuous renal replacement therapy due to acute kidney injury, acidosis, and poor urine output. Hemoglobin and platelets dropped. Lactic acid never cleared. Decision was made by family to withdraw care. Lvad was turned off by perfusionist around 1900 on (B)(6) 2025..

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Additional codes. Health effect - clinical codes: nervous system e01 : altered state of consciousness e0143 : decreased level of consciousness e014302 nervous system e01 : unspecified nervous system problem e0139 infections e07 : respiratory tract infection e0744 heart e06 : cardiac arrest e0602 manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow events could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. It was also reported that the heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation and no autopsy was performed. The account also indicated that the lvad functioned as intended, the patient¿s outcome was not considered to be device/therapy related. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. D,) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists arrhythmia, neurological event, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Chapter 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported the outcome was not considered device related and was operating as expected. The patient passed away due to ventricular fibrillation and arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.